Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. The loader was returned empty. Signs of clinical use were not observed. Blood was not observed in the delivery tube. Slight evidence of blood was observed. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The seal was intact and extended just outside the delivery tube. The tension spring and anchor remained inside the delivery tube. Based on the condition of the device as received, the reported complaint for "failure to properly load" was able to be confirmed. A supplemental will be forwarded when more information become available. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).